Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: vanguard cruciate retaining femoral, cat#: 183070 lot#: 488660, biomet cruciate tibial tray, cat#: 141234 lot#: 614530. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.